Event description:
The clinic reported that a laser vision correction patient presented with irregular ablation and possible anterior basement membrane corneal dystrophy (ambd) in right eye one week post treatment. The topical steroid dosage was increased. It was stated that the patient experienced loss of best corrected visual acuity (bcva). The patient complained of blurry visual acuity in right eye and reported that visual acuity has steadily declined in past 2 days. Bcva right eye pre-op 20/20 post-op 20/25. Bcva left eye pre-op 20/20 post-op 20/30.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.